Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 30, 2015 the lay user/patient contacted lifescan (lfs) alleging a calcode issue with her onetouch ultramini meter. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm exactly when the alleged issue began. The patient stated that she manages her diabetes using insulin with no adjustments, and it is unknown if she made any changes to her usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of diabetic seizure an unknown amount of time before the alleged issue began, and reported being hospitalized on (B)(6) 2015 for 4 days and reportedly received insulin treatment (dose unknown) by an hcp. The patient stated her blood glucose was measured using an ER/hospital meter however the result was unknown. At the time of troubleshooting, the csr walked through changing the calcode and the issue was resolved. Replacement products were sent to the patient. Although the patient stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged calcode issue did not affect treatment options prior to the onset of these symptoms.